Manufacturer narrative:
Date rec'd by MFR: 16oct2019. Date of report: 11nov2019. The part was returned to the manufacturer for failure investigation (fi). It was determined that the electrical open in the speaker #3 created the primary alarm failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Customer contacted technical support (ts) stating that unit's alarm didn't stop sounding when the unit was powered up during device check prior to use. The customer reported there was no patient involvement. Customer replaced the unit with another of the same model.

Manufacturer narrative:
MFR received date: 12 sep 2019. The support service performed troubleshooting and confirmed primary alarm failed (error code 1102). Also confirmed was the green power switch had illumination failure. The unit also had a failed leak electric current test, which might be generated by disconnection or deterioration of the alternating current (ac) power code. The support service replaced then the speaker #1 and #2 for prevention of recurrence following the manual. Power switch overlay was replaced and also the ac power cord was replaced for the improvement. No other abnormalities were found during periodic maintenance. Unit was checked overall and passed the functional and run in tests. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit's alarm didn't stop sounding when the unit was powered up during device check prior to use. The customer reported there was no patient involvement. Customer replaced the unit with another of the same model.